Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq2777 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported pt came to ER 1/23. Cxr shows small loop or kink projecting over the right clavicular head. After the cxr was done rn did power flush and got cxr which showed good PICC line placement. Pt returned to ER 1/30. Cxr shows PICC line takes a cephaled approach above the right clavicle. Pt left before rn got to the ER to do anything to the PICC line. Patient went to another ER on 1/31. It was stated they got cxr which showed the same as the one done at previous ER on 1/30. They placed another PICC and pulled the one that was malpositioned.